Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter; meter is functioning properly. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer's daughter, (B)(6), is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 127 to 240 mg/dl. The blood glucose testing is performed by the customer twice daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 371 mg/dl and 388 mg/dl. The product is stored in the living room. The test strip lot manufacturer's expiration date is 03/26/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous fasting test results: (B)(4). Adverse event not reported.